Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was selected for procedure. It was noted that during procedure the occluder embolized after being fully deployed. The decision was made to send the patient to surgery to explant the embolized occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolism was reported. The device received at abbott was cut in half, consistent with damage during use. Due to the damage, dimensional and functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device was smaller than the size recommend in the instruction for use (IFU), which recommends a device 3mm larger than the defect be chosen, while this device was of similar size to the defect. This could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.d1: device name corrected to amplatzer muscular vsd occluder d4: catalog# and UDI number corrected. H6: clinical code 4580 (insufficient information) was removed. Code 4582 added.

Event description:
Subsequent to the previously filed report, additional information was received that: the dimensions of the defect were determined to be 15mm - 16 mm via transthoracic echocardiogram. A 10f non-abbott delivery sheath was used to implant the 8mm amplatzer muscular ventricular septal defect (vsd) occluder. The occluder appeared to be seated properly when it was released from the delivery sheath. During the procedure, it was observed that the occluder embolized into the patient's right ventricle 10 minutes after implant. The device was explanted in surgery. The patient had remained hemodynamically stable throughout the procedure. The patient did not display any clinical signs or symptoms post event. There was no clinically significant delay in the procedure and no adverse effects reported. The patient was stable at the time of report. No additional information was provided.